Event description:
It was reported that in the last two months the patient's symptoms of a shaky uneasy feeling, shortness of breath, chest tightness and a pulsing sensation had gotten worse. The device had been programmed to drop detect and the rate drop response was reprogrammed to be more aggressive. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2004 (B)(6). (B)(4).